Manufacturer narrative:
Philips service replaced the flexvision monitor, host pc, and hard disk spare parts, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision monitor and host pc failure caused no image on screen on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.